Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed and a 40mm watchman flx pro closure device was selected to be used. A neurovascular event was confirmed via magnetic resonance imaging (MRI) on (B)(6) 2025, the exact date of the event remains unknown, and the patient is still hospitalized. The case involved a concomitant pulsed field ablation (pfa) and left atrial appendage closure (laac) performed on (B)(6) 2025, with groin access obtained and the ablation portion completed. The farawave was hooked up to irrigation and drip identified in both shapes. A total of 52 applications were completed the posterior wall and pulmonary vein isolation (pvi). The initial activated clotting time (act) after transseptal puncture was 287 seconds. The closure device was inserted, there were ten (10) deployment attempts, with no pericardial effusion or smoke note. Imaging was performed using both transesophageal echocardiography (tee) and intracardiac echocardiography (ice). The final closure device failed the tug test and did not meet the position, anchor, seal and size (pass) criteria. The closure device moved proximally with the first tug, although the closure device remained in an acceptable position, a second tug test was performed. The physician decided to keep the closure device, meeting the rest of the pass criteria. There were no complications during the procedure. Per good faith effort (gfe) there were multiple small punctate strokes by MRI presenting with confusion but nothing focal. The patient sound to have small pericardial effusion (pe). No device related thrombus drt or enhancement. And there were two (2) leaks and la looked thrombosed by computed tomography (CT) the next day.